Manufacturer narrative:
Device evaluation summary: the protege rx carotid stent system was received for evaluation. It was noted that the stent was deployed within a clear polycarbonate hemostatic valve assembly. The stent exhibited signs of stent cell elongation. Backlight of the distal end of the stent delivery system was done to confirm that the stent was not present within the stent delivery system. The outer sheath of the stent delivery system was pulled back by pinning the deployment paddle and pulling on the y-manifold. Sanguine residue was noted on the distal inner assembly. The distal inner assembly was rinsed to allow examination of the stent retainer: no abnormality or deformity was noted. The stent exhibited longitudinal elongation of stent cells. The exposed stent reached apposition with the internal diameter of the hemostatic valve assembly. As the protégé rx system was being removed with the stent still engaged with the stent retainer the stent cells were elongated.

Event description:
Physician intended to use a protege rx with a 6 f sheath, 0.14 guidewire and a spider fx embolic protection device for the treatment of a 35mm slightly calcified, moderately tortuous plaque lesion in proximal location in the common carotid artery of diameter 6mm. It is reported that resistance was encountered when advancing the device. It did not pass through a previously deployed stent. It is reported that the physician was unable to deploy the stent and it got stuck inside. Physician then removed the device by pulling it out and completed the procedure using a non-medtronic stent. No patient injury was reported. No intervention required.